Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation results: bd received a sample and photo for investigation. The evaluation showed the reported defect and bd was able to confirm the customer¿s indicated failure. A review of the device history record revealed no irregularities during the manufacture of the reported lot #7361553. Quality has previously reviewed, evaluated and investigated this failure mode. Due the criticality of the occurrence the investigation of root cause and action plan definition will be performed according the CAPA # (B)(4) and (B)(4). Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by a consumer that when performing blood collection using a bd plastipak¿ syringe 5ml luer-lok¿ there was difficult plunger movement. Customer stated ¿plunger causes loss of vacuum.¿ there was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation - additional detailed investigation information was received as reported below. Summary: it was performed the DHR, quality notification and maintenance analysis and no quality occurrences were observed. We inform for bd products all the production processes are validated according to established criteria to the fulfillment of the users¿ requirements. According to the internal bd procedures for the situation, a research process was initiated involving bd brazil and united states team in order to evaluate the potential causes for the occurrence of the reported defect. As part of this process, a corrective and preventative action and situation analysis were opened, several activities for a depth analysis of the problem and understanding of their potential causes are being initiated. Among the activities planned for the investigation process of the problem are the following evaluations: development of an analytical method to measure the tip circumference deformation with accuracy; include in product draft a specification as to the tip circumference to be monitored during the manufacturing process; parameters and mold changes to guarantee the product specification changes in order to correct the tip deformity. According the investigation plan and test results until now, the potential cause to this problem is related to deformity at syringe tip due the production process of the material in molding step. Conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: due to the severity of the problem, will be considered the evaluations already performed on complaint samples and functional tests performed. DHR review: it was verified the batch record and the process inspections were performed at properly frequency. Qn review: no quality notification (qn) were found in the batch informed. Maintenance review: no maintenance record were found. Conclusion: as part of this process were opened of the CAPA # (B)(4) and situation analysis # (B)(4) and are being several activities for a depth analysis of the problem and understanding of their potential causes. Root cause: according to the investigation plan defined and tests results found until this moment, the potential cause for the defect would be related to a deformity in the syringe tip due the production process in molding step.